Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unspecified date the patient was treated with vancomycin (1 gram for two weeks, intraperitoneally) and ceftaz (1500mg for two weeks) for peritonitis. Five days after the hospitalization, the patient was discharged from the hospital. Two days later, the patient was hospitalized again for peritonitis manifested by pain. Four days later, the patient was discharged from the hospital. Twelve days later, the patient's pd catheter was replaced as a result of the repeated peritonitis. The patient continued pd therapy. On an unspecified date in the same year, the patient was considered recovered from the relapse episode of peritonitis. No additional information is available.